Event description:
I bought contact lens from (B)(6) located at (B)(6) inside of (B)(6). I was not taught how to put in or take out. I wasn't taught how to clean them. I had to go to the eye doctor to take out and had an eye infection. My eye became very red and irritated.